Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 120-137 mg/dl.